Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 3006705815-2019-04638. Related manufacturer report: 3006705815-2019-04639. It was reported that patient experienced shocking sensation when therapy was turned on. Patient experienced traumatic fall one week prior to the shocking issue beginning. Upon x-ray review it was confirmed that the system had not moved and remains in place. Impedance values were normal and in range, with the exception of two contacts. Programming changes were made, and patient had effective stimulation. Patient continued to have shocking sensations. A system explant procedure was completed to help resolve the issue. There were no complications during the procedure. Patient was stable.